Event description:
It was reported to boston scientific corporation that physician noticed foreign material, which appeared like the yellow catheter sheath material, after inserting the radial jaw 3 biopsy forceps device into the scope. According, to the complainant, however, it isn't clear if the foreign material was noticed while the device was being unpackaged. Reportedly, the procedure was completed with another radial jaw 3 biopsy forceps device without complication (patient gender, age and weight are unknown). At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
Visual examination of the returned device noted a piece of the yellow sheath material between the catheter sheath and the jaw clevis. The cause of the reported malfunction is determined to be related to manufacturing.